Event description:
Hospital called seeking repair info for 7mm extended length endoscope s/n (B)(4). The vision went bad and was blurry. They could not find any warranty info about the scope. No patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4). Updated section : g4, g7, h2, h10.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
Hospital called seeking repair info for 7mm extended length endoscope s/n (B)(4). The vision went bad and was blurry. They could not find any warranty info about the scope. No patient involvement.